Manufacturer narrative:
Initial and final MDR 1879322 - MDR 3003442380-2024-05787 - device 4 of 6. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 patient experienced an issue with 6 sets of bent cannulas, resulting in their hospitalization. The patient is currently in the hospital and experiencing high blood glucose levels. The current blood glucose value is 178 mg/dl, and the patient was admitted to the hospital on (B)(6) 2024 with a blood glucose value of 509 mg/dl. The hospitalization treatment includes an IV insulin drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.